Event description:
During the sij fusion procedure, the tip of the cutting element of the second decortication instrument broke off while in the joint. The surgeon did not note any misuse. The tip of the cutting element remained in the patient.